Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case.  Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Article: useini, dritan, et al. ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ the thoracic and cardiovascular surgeon (2020). The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2017. For this reason, the first day of the reported study period (2/1/2014) was used as the occurrence date. This is one of seven manufacturer reports being submitted for this case.  Although the author did not specify the root cause of converting to cardiopulmonary bypass, the titles of the article refers to oversized versus non-oversized prosthesis.  Multiple attempts were made to obtain additional information however, the information was not forthcoming.  The following adverse event may be relevant:  per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  One patient was converted to cardiopulmonary bypass. Details of the event were not provided.  Based on the limited information provided a root cause cannot be determined, however it may be due to patient factors not provided and/or procedural factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4) through the review of the medical article: ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ regarding single-center retrospective study to evaluate the early and midterm clinical and echocardiographic outcomes in patients who received os, latest-generation balloon-expandable s3 thv after tavr using the transapical (ta) approach. (B)(6) patients underwent transapical approach with sapien 3 thv between (B)(6) 2014 and (B)(6) 2017. The following event happened during the procedure: one patient was converted to cardiopulmonary bypass during the tavr procedure. Details of the event were not provided.